Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch # 290c14. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The ec60a device was received for analysis with release button broken off and no returned, the closing trigger and anvil were in the closed position and an ecr60d reload was loaded on the device. The reload was received fully fired. The damage to the release button caused the device could not be open. The device was disassembled and the button release mechanism was manually opened and opened without any difficulty. No further functional testing could be performed due to the condition of the device. In addition, a tyvek was received along with the device. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 290c14, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the stapler did not open and remained stuck on the intestinal loops. A new stapler was used and it was needed to cut the intestine before and after the defective stapler. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No what is the most current patient health status? He is fine. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.